Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure was confirmed during product evaluation in the pump's event history. Quality engineering determined the root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed two previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.